Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device oscillating head base was cracked, the device emitted an unusual noise when running and the device blew a fuse in the batteries. It was also observed that the electric motor made unusual vibrations. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time and design issues. A CAPA was initiated to address the cracked oscillating head base. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterilization, it was observed that the metal ring was cracked where the cutter device attached to the battery oscillator device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.